Event description:
Additional information has been received stating residual myopia and axis adjustment needed. The iol power selection was main issue. With astigmatismfix.com, rotation of 13 degrees recommended. Original lens choice of 19.0, changed to 19.5 based on ora. Exchange recommended with 18.5d lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient experienced blurry vision, residual myopia. The surgeon stated the lens needed an axis adjustment. The lens was removed and replaced on a secondary surgery. Additional information has been requested.